Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the likely cause could the electrical contacts on the connecting scope side were temporarily dusty or dirty. Additionally, if dust or dirt is attached to the electrical contacts, the video processor and scope would not communicate normally, it could lead to a scope communication error.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer stated that issue had previously occurred on the device and was sent in for repair. The customer also stated that the error was not on all scopes. Tac emailed the customer some documents to explain the error. The customer later confirmed the device was working as intended. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii xenon light source had an error code b30. There was no harm, infection or user injury reported due to the event.